Event description:
Attempted to insert the foley catheter into pt and unable to fully inflate balloon after placement of catheter. Similar results in attempts to inflate balloon after removing catheter met with the same results. FDA safety report ID# (B)(4).